Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a preoperative impella and postoperative atrial fibrillation requiring amiodarone. On (B)(6) 2020 a left visual field deficit was noted. On (B)(6) 2020 a computed tomography angiography (cta) of the head showed a small left occipital stroke (ischemic). The patient's international normalized ratio (inr) was 1.3, the patient was administered intravenous heparin, and the patient's partial thromboplastin times (ptts) were subtherapeutic in the 30's. The patient was discharged to inpatient rehab with continued left visual deficit but no new neuro deficits.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported ischemic stroke and atrial fibrillation could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. The heartmate 3 lvas instructions for use (IFU) is currently available. Stroke and cardiac arrhythmia are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 also provides information regarding anticoagulation, including recommended inr values. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.